Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related regulatory manufacturer number: 1627487-2021-16128. It was reported an infection was present at the lead site. Patient was prescribed oral antibiotics as a result, surgical intervention was undertaken wherein the entire system was explanted. Antibiotics were administered to the patient to address the issue.